Manufacturer narrative:
Date sent: 03/30/2009. Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was displayed. However, it no longer meets design specs for phase margin. The hand piece was disassembled, evidence of moisture ingress and a torn acoustic isolator were found. Due to this condition, it may result for temperatures issues or an error code 4 to occur.

Event description:
It was reported that during an unk procedure, the temperature (code 4) error code was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.